Manufacturer narrative:
One unopened blister package was received. The returned blister were visually inspected and found non-conforming with crushed, distorted out of shape appearance. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be non-conforming visually for the blister package compressed, as described in the complaint was confirmed. Compressed, deformed blisters occurs when the blister is exposed to a direct heat source for an extended period of time. The exact root cause of the heat source that caused the deformed blister cannot be determined from the evaluation performed; however, a manufacturing related issue cannot be ruled out. A non-conformance investigation has been initiated in order to determine the root cause for the compressed deformed blister. All blister packages are 100 percentage scanned by trained operators, after the blister packaging process, for deformed blisters. Any non-conforming packages found are removed from the lot. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a pak of knife was too compressed when opened before cataract surgery with intraocular lens implant surgery. The surgery was performed and completed after replacing the product with another one. There was no report of patient harm.